Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and transmitter. It was stated that they had cannot find sensor signal alarm. Troubleshooting was performed and found that the insulin pump was not communicating with transmitter. No harm requiring medical intervention was reported. The transmitter was returned for analysis.

Manufacturer narrative:
Customer reports: unexpected alerts/alarms and transmitter not communicating anomaly. Device received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture, contamination were noted at connector pins per visual inspection. After 2 hours device was able to fully charge properly to 4.1 volts. No battery anomaly noted. After removing device from charger, the green led flashed properly. However, after the test plug was installed, the led did not flash, problem was isolated to electronic assembly. Several attempts were made to connect and sync device. Device failed to communicate and sync during rf association, problem was isolated to electronic assembly. In conclusion, unable to perform functional and rf test due to communication anomaly, the customer complaint of alerts/alarms and communication anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report

Event description:
The customer experienced high blood glucose level. Customer reported that tape was not sticking. Customer also had blood at the insertion site.